Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via social media that the customer received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer went low as their sensor did not alert him that he was going low. The reporting party did not mention how the customer was treated. The reporting party did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer's account could not be found using the available information. The insulin pump will not be returned for analysis.